Manufacturer narrative:
The lead is not to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted and verified using fluoroscopy that the right ventricular (rv) lead was dislodged. A revision was unsuccessful due to adhesions. A new lead was implanted. No additional adverse patient effects were reported.